Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, two (2) tubes underfilled. New tubes were selected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-jun-2025. Investigation summary bd received 10 samples and 12 photos for investigation. The photos depict the same tube with the after-market label peeled back, indicating that the tube appears to be unused and do not show the indicated failure mode. The 10 returned samples were inspected with no issues identified. Additionally, the 10 samples were functionally tested, and all drew within specification limits. Furthermore 10 retained samples were functionally tested, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, two (2) tubes underfilled. New tubes were selected and no adverse impact was reported regarding the patient or user.